Event description:
Once the catheter was floated, the practitioner was unable to get numbers, a waveform or a cardiac output. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Pending for the arrival of the defective sample for further eval.